Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad displayed a solid green indicator when the device was placed on it but the device did not charge and the battery level remained about three quarters despite attempts with multiple outlets and cable reconnections, and troubleshooting confirmed the issue was with the charger. Symptoms included no device charging. Outcomes included a goodwill replacement order for two chargers to support ongoing use and travel. Investigation included customer troubleshooting and isolation of the issue to the charger by testing power sources and connections. Investigation of this case revealed a suspected charger malfunction consistent with a power/charging accessory failure. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging accessory.